Manufacturer narrative:
The potassium electrode lot number is dbt81, and the expiration date is 30-dec-2025. A field service engineer (fse) replaced the vacuum nozzle, sample probe, and vacuum diaphragms. Qc was completed by the customer and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable potassium electrode result from the cobas 8000 ise 1800 module. The initial result was 5.7 mmol/l, and the repeat result was 3.5 mmol/l. The questionable result was repeated because it was a critical high result. The repeat result was deemed to be correct.